Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 11/29/2018 and open vial date is 03/25/2016. The meter memory was reviewed for previous test result history (date / time not set): 137mg/dl (B)(6) 2016 10:16am fasting:yes. 184mg/dl (B)(6) 2016 11:21am fasting:yes. 215mg/dl (B)(6) 2016 12:06pm fasting:yes. 203mg/dl (B)(6) 2016 12:11pm fasting:yes. 258mg/dl (B)(6) 2016 02:17pm fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 11/29/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.